Event description:
It was reported to boston scientific corporation that an initial g-tube was used in conjunction with a two port through the peg jejunal feeding tube (j-tube) for the purposes of administering medication for the advanced stage of parkinson's disease, (exact upn is unknown). The device was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the g-tube became occluded, there was a little hole in the middle between the external bumper and the j-tube connector. It was noted that there was leakage of stomach fluid. The patient did not experience any health related impairment due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an initial g-tube was used in conjunction with a two port through the peg jejunal feeding tube (j-tube) for the purposes of administering medication for the advanced stage of parkinson's disease, (exact upn is unknown). The device was placed on (B)(6) 2010. According to the complainant, on (B)(6) 2010 the g-tube became occluded, there was a little hole in the middle between the external bumper and the j-tube connector. It was noted that there was leakage of stomach fluid. The patient did not experience any health related impairment due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 22, 2010: the patient received a new initial g-tube in conjunction with a two port through the peg jejunal feeding tube (j-tube).